Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2015-00049.

Event description:
Allegedly, after surgery, the surgeon found one screw head was broken off when he confirm x-ray, so he removed the fragment. Finally, the broken screw has remained in the patient.